Event description:
It was reported that a peritoneal dialysis (pd) patient contracted peritonitis when the power was out for a week. Upon follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, the patient went to the hospital and it was reported that a pd culture was obtained (results unknown).per the nurse, the patient was not admitted to the hospital and was discharged home (<24 hours) on the antibiotics vancomycin 2 grams and ceftazidime 2 grams intra-peritoneal (ip). However, reportedly the patient¿s abdominal pain did not subside (despite antibiotic therapy). Subsequently, (B)(6) 2021, the patient was admitted into the hospital for peritonitis. At the time due diligence was performed, the patient remained hospitalized. No further information about the hospitalization is known. The nurse was not able to provide the cause for the peritonitis. However, it was stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. Per the nurse, the patient was using manual pd exchanges during a power outage and may have had a breach in aseptic technique.

Event description:
It was reported that a peritoneal dialysis (pd) patient contracted peritonitis when the power was out for a week. Upon follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, the patient went to the hospital and it was reported that a pd culture was obtained (results unknown).per the nurse, the patient was not admitted to the hospital and was discharged home (<24 hours) on the antibiotics vancomycin 2 grams and ceftazidime 2 grams intra-peritoneal (ip). However, reportedly the patient¿s abdominal pain did not subside (despite antibiotic therapy). Subsequently, 8/mar/2021, the patient was admitted into the hospital for peritonitis. At the time due diligence was performed, the patient remained hospitalized. No further information about the hospitalization is known. The nurse was not able to provide the cause for the peritonitis. However, it was stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. Per the nurse, the patient was using manual pd exchanges during a power outage and may have had a breach in aseptic technique.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be firmly established. However, it was reported the patient was using manual pd exchanges during a power outage and may have had a breach in aseptic technique, which is a risk factor most often associated with peritonitis infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient contracted peritonitis when the power was out for a week. Upon follow-up, the patient¿s pd nurse stated that the patient was experiencing symptoms of abdominal pain. As a result, the patient went to the hospital and it was reported that a pd culture was obtained (results unknown).per the nurse, the patient was not admitted to the hospital and was discharged home (24 hours) on the antibiotics vancomycin 2 grams and ceftazidime 2 grams intra-peritoneal (ip). However, reportedly the patient¿s abdominal pain did not subside (despite antibiotic therapy). Subsequently, (B)(6) 2021, the patient was admitted into the hospital for peritonitis. At the time due diligence was performed, the patient remained hospitalized. No further information about the hospitalization is known. The nurse was not able to provide the cause for the peritonitis. However, it was stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event. Per the nurse, the patient was using manual pd exchanges during a power outage and may have had a breach in aseptic technique.